Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported complaint. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable causes of the reported complaint. Improper handling, device manipulation, or failure to follow the correct instructions during the procedure could be contributing factors to the reported issues. However, there are no additional details pertinent to the complaint.

Event description:
It was reported that a catheter issue occurred. An opticross was selected for an ultrasound examination of the target lesion. During the procedure, a dark image occurred. During preparation, flushing difficulty was encountered when trying to remove air. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported complaint. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable causes of the reported complaint. Improper handling, device manipulation, or failure to follow the correct instructions during the procedure could be contributing factors to the reported issues. However, there are no additional details pertinent to the complaint. H2: corrected.

Event description:
It was reported that a catheter issue occurred. An opticross was selected for an ultrasound examination of the target lesion. During the procedure, a dark image occurred. During preparation, flushing difficulty was encountered when trying to remove air. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross was selected for an ultrasound examination of the target lesion. During the procedure, a dark image occurred. During preparation, flushing difficulty was encountered when trying to remove air. The procedure was completed with another of the same device. There was no patient complications reported.